Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose (bg) was 594 mg/dl. The pump supplies were changed. Bg was 480 mg/dl and a bolus was delivered. The customer was admitted to the hospital. The customer was treated with insulin injections and intravenous line. High bg was resolved. At the time of the report, the customer had not yet been discharged. Although requested, the customer's discharge date was not provided.